Event description:
Pt came for theraputic radiation treatment. Dosage rates set. Student was able to set the machine on hi electron mode without warning the operator that the high electron dosage was on, pt received 2100 cgy, rather than 300 cgy.